Event description:
This report is a summary of eleven (1) malfunction events. A review of the event(s) involved a device experiencing a broken abutment or abutment hex. No adverse event patient information was reported. No information regarding patient demographics have been provided.